Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16456.

Manufacturer narrative:
A philips service engineer (se) evaluated the device and reported that the issue was not duplicated during a test run. The device was checked, cleaned, and tested for functionality. It was reported that no abnormalities were confirmed.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an oxygen not available alarm, even though the pressure-resistance tube was connected to the oxygen piping. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.